Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. G2 was corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of all the malfunctions would likely be a charged coupled device failure due to flooding from cable. The event can be prevented by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments. (Tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found blurry image/striping on the screen was due to a faulty charged coupled device. Additional findings: there was a slice on the electrical cable, and the device failed the leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head experienced image problems and striping on the screen. The issue was found during a diagnostic cystoscopy. The procedure was completed using a similar device. There were no reports of patient harm.